Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated that the product was given to a local zoll representative but did not provide the name of the representative preventing zoll from coordinating a retrieval of the product. At this time, the claim will be closed as no product returned and will reopened when the product is received.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
The associated device failed the self-test using these onestep pads, the device displayed a "paddle fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.